Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown femoral component. It was noted that the hospital will not release any additional information pertaining to this event. Device not available.

Event description:
It was reported that the patient fell multiple times and broke her femur around the femoral component. The patient was not able to walk.